Manufacturer narrative:
Gtin for model (B)(4), lot 16128102 is 10885403223228. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that there was a slow leakage of chemotherapy (a drop approximately every 5-30 minutes) in between the primary plum set and the maxplus connector despite the screw mechanism being tightly secured. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.